Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose level on (B)(6) 2022. Customer's blood glucose value was 260 mg/dl at the time of the incident. Customer's current blood glucose level was 126 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea, feeling sick/unwell, headache, tired/weak. The customer was treated with intravenous insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer did allege insulin pump was under delivering. Customer reported that insulin pump had a crack. No further patient complications were reported. The customer will discontinue the use of the device.

Manufacturer narrative:
The insulin pump was received with a scratched case. No crack was found on the back casing noted during visual inspection. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2022, there is no unexpected alarms/suspends and found bolus delivery of dailytotalofbolusinsulindelivered = 19.1 u. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. Cosmetic damage at the back casing was not confirmed, however, other cosmetic damage was noted. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.